Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿hyperechogenic nodules in the axillary region. At least two, measuring approximately 1.45cm and 1.34cm. Suggesting, free silicone or within lymph nodes¿. Cont e1: phone number: (B)(6).

Event description:
Health professional reported, right side rupture, pain. Healthcare professional, later reported, "hyperechogenic nodules in the axillary region. At least two, measuring approximately 1.45cm and 1.34cm. Suggesting, free silicone or within lymph nodes". Confirmed via ultrasound and mammogram. Device remains implanted.